Event description:
It was reported the patient requested the ipg be replaced with a non-rechargable ipg due to the charging burden. The physician removed and replaced the ipg. The patient has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.